Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that two months ago, they received an alarm and had a high blood glucose level. The customer took an insulin injection. The customer was currently using their backup plan and was not using the insulin pump. The insulin pump was stored without a battery for over a month. After inserting a battery the insulin pump alarmed unexpected restart. The customer was unable to clear the unexpected restart alarm because the button on the insulin pump was unresponsive. Customer's blood glucose level was not reported. The device was not returned.